Manufacturer narrative:
The device evaluation is on-going. Should additional/relevant information be provided, and supplemental report will be submitted.

Event description:
During the evaluation of an olympus hf generator unit was found to have a defective generator board. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, error message e433 could have occurred due to defective component. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.